Event description:
Customer reportedly obtained a result of 248mg/dl on advantage test system 1 and 112mg/dl on advantage test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Info suggests comparison was performed in the home. Advantage test system 1: strip lot 548738, exp 2/28/07. Cat/2030373. Advantage test system 2: meter 8123603399, strip lot 549561 exp 3/31/08, cat/2030373.

Manufacturer narrative:
Suspect device is comfort curve strips lot 549561.